Manufacturer narrative:
The reported complaint was confirmed by data log analysis. No part returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). After the operation was finished, the subsidiary service engineer checked the occluder system but could not duplicate the reported issue. The occluder system was replaced as a precaution. During log analysis, the technical support specialist found that upon looking through the system log to see what the normal linear position is when the occluder is calibrated and it looks to be just above 1500 (1525ish). On (B)(6) 2016 the occluder is calibrated at 08:12:52 am and the linear position is 1029 (probably no tube installed). The occluder is set to full open and is not adjusted it until 3:14:13 pm. At 3:14:16 pm the occlusion is reduced until the occluded reports an unexpected stall at linear position 1496 (tube probably installed). This causes the occlude to lose calibration as reported and as expected. The tube must be installed before calibrating but appears it was not. There is no indication in the log of a problem with the occluder.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the occluder system had lost calibration. As a result, an alternate device was employed. The procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical services (cs), it was reported that about 3 hours into cardiopulmonary bypass (cpb) when the user gradually started to close the occluder, the occluder closed and the message cal was displayed, even though the occluder was calibrated prior to cpb. In review of the logs, the user calibrated the occluder without tubing (instructions for use states to calibrate with tubing being used) and this resulted in a pre-mature closing of the occluder. According to terumo (B)(4), the user elected to open the occluder manually (open latch) and use tubing forceps the remainder of the procedure to control venous drainage. The occluder head and module were removed from service after the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.